Event description:
Patient received full ecp treatment.nurse was unable to instill the uvadex into the treatment bag prior to photoactivation. The needless adaptor was plugged and unable to use. A secondary tubing set up /stopcock had to be used to instill the drug through the additional port located on the treatment bag itself before photoactivation can proceed.this caused a 10 minute delay in treatment time.therakos contacted and they are requesting treatment bag to be sent back to examine.